Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has been requested from the customer and a supplemental medwatch will be submitted if the sample is returned or additional information becomes available. (B)(4).

Event description:
(B)(4).